Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-55 serial#: (B)(4) description: scs phiii ext 55cm model #: sc-4316 lot #: 13580561 description: next generation anchor kit-sterile model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm as the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform device analyses. However a review of the complaint report and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection with red skin at the paddle lead site. The physician assessed that the infection was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein all of the devices were explanted.